Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: the "investigation summary" is a conclusion from the attached document(s). A DHR review was performed for the affected work order 15734899/lot l504474 (blade overgroup), 15717976/lot l487710 (blade), 15708904/lot l478353 (sleeve), 15697761/lot l468417 (endcap) and 15662050/lot l433079 (screw) no abnormalities or deviations were detected, which could lead to the complaint failure. As relevant for the complaint condition; ¿the blade would not load correctly and was discolored and apparently it felt like it has oxidized a bit¿, the features related to visual standards and function were identified and inspected. The color was checked and meets its specification according to the inspection sheet which indicates the color for this product (04.027.033s) should be ¿gold¿ and the product received for this investigation is gold. Besides, according to the ¿visual acceptance standards¿ section 9.4 color errors are not acceptable, the are ranges the blade received has also passed this specification. It means that its color is within the range. However, during the visual inspection there were found slight finger prints slightly red (no so visual) on the blade surface. During the manufacturing process the lot (blade over group l504474) was inspected 100% through the inspection sheet regarding to the color and the all lot size has passed its specifications; no deviation was detected. Therefore, the product was manufactured according to its specifications. Finally, a functional test was performed in order to cover the functional issue reported and the results showed that the blade could be easily assembled and disassembled which it means has fulfilled its functional requirements. On the basis of the investigation the complaint is not confirmed, because the product was inspected in this investigation as well as in the manufacturing process and have meet his specifications regarding to the color. Since no manufacturing deviation was found this complaint is not valid. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. No root cause can be defined as the device is functional as required and no discoloration could be detected. The complaint is confirmed due to the very slight finger prints that were found on the blade, but afterwards it cannot be defined wherefrom these finger prints are. It is very likely that they were caused during the evaluation of the blade when the device was touched without gloves by the investigator. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(4). Device returned to manufacturer. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 04.027.033s, lot # l504474: manufacturing site: (B)(4), release to warehouse date: 25. July 2017, expiry date: 01. July 2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) pfna blade perf l90 tan.

Manufacturer narrative:
This report is for one (1) unknown pfna blade. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (510k): unknown, as specific part and lot numbers for pfna blade is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during proximal femoral nail antirotation (pfna) surgery on (B)(6) 2017, the pfna blade would not load correctly and was discolored and apparently it felt like it has oxidized a bit. A replacement blade was used to complete the procedure. No surgical delay is reported. There was no patient harm. This report is for one (1) unknown proximal femoral nail antirotation (pfna) blade. This is report 1 of 1 for complaint (B)(4).